Manufacturer narrative:
Samples and photographs were received for the purpose of our investigation. A photo was submitted for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record for lot#7047028 was reviewed, no related abnormalities were found during the manufacturing process. The most probable root cause for this is an aged septum that was altered due to contact with heat from sunlight during transportation of the device during summer months. Bd has notified the shipping company and requested that this device only be shipped in insulated containers. (B)(4) has been initiated to address this issue. Bd will continue to track and trend for this issue.

Event description:
It was reported that a bd intima-ii closed IV catheter system had leakage at the septum. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage at the septum. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that a bd intima-ii closed IV catheter system had leakage at the septum. There was no report of exposure, serious injury or medical intervention.